Event description:
Information was received from a consumer regarding a patient currently receiving dilaudid via an implanted pump. The pump previously delivered fentanyl. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 it was reported that the pump was not in the right place for 4 out of the 5 years it had been implanted. Per the patient, it was noticed that the pump was not in the right spot because she had a major surgery that was not related to the pump. On (B)(6) 2016 the patient had a revision surgery to put it in the right place. No patient symptoms were reported. No further patient complications have been reported as a result of this event.